Event description:
Caller alleged discrepant accuracy results when compared to the lab and alternate point of care poc. Results as follows: date: (b(6) 2013, inratio: 1.9, lab: 2.6, poc: 2.6. Time between testing was reported as 30 minutes. Patient's therapeutic range is 2.0-2.5. It was reported the patient self tester (pst) was using expired strips.

Manufacturer narrative:
The customer reported discrepant low results after testing on their inratio meter. No data analysis was performed because the customer was using expired strips. Date of expiration for lot number 218917 was december 2010. Using expired strips may contribute to unexpected inr results. There have been no therapeutic donor testing performed on reported lot number 218917 because the lot is expired. Product support was unable to perform further investigation. Further investigation was not possible.